Manufacturer narrative:
The lead was returned in two segments for analysis. Internal insulation abrasions were noted at 10.9-11.6cm and 34.5-35.9cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasions were noted at 12.1-13.6cm from the distal tip. The etfe coating was damaged at this location, consistent with explant damage.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that patient presented in-clinic for follow-up, externalized conductors were observed via x-ray. The lead was explanted and replaced. The patient was doing well.